Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during preparation for the procedure, it was noticed that one of the forceps jaws was missing. The device was not used on the patient, and reportedly there was no damage to the packaging itself. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of jaw missing. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).